Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for button error. Advised the reporter to speak to the hospital about replacing the out of warranty insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had an intermittent button response due to corroded act and up button on keypad trace. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.